Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
Civil complaint alleges that use of the prod caused the user to develop a fungal infection of the eye known as fusarium keratitis. The complaint further states that as a result of using the product plaintiff suffered severe personal injuries including, but not limited to, a severe fungal infection in her eye, severe headaches, and other related symptoms which developed in early 2005. According to the claim, the eye infection has and would continue to cause the plaintiff damages and puts her at a risk of further serious injuries, resulting in significant deterioration of eyesight.